Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented with chest pain and was short of breath. A pleural effusion was identified on the left side which is suspect for the symptoms. The presenting data showed atrial and ventricular sensing with intermittent pacing. Efforts to obtain additional details were unsuccessful. No additional adverse patient effects were reported.